Event description:
Reporter indicated he was having difficulties using a vns (B) (6) handheld computer while performing vns diagnostics on a pt. Follow-up with the office revealed the pt's vns output current was sent to zero as a result of an interrupted systems diagnostics test. The pt was then reprogrammed back to the correct settings three days after the interrupted diagnostics test occurred. No clinical decline occurred as a result of the interrupted diagnostics changing the vns output current to zero. The reporter was instructed by the MFR to always perform a final interrogation after performing any diagnostics or programming to ensure the pt's vns is set to the correct settings.